Event description:
1ml 25g 5/8 tuberculin syringe made by b-d was packaged with no cap on needle. Who discovered the error? Pharmacy technician. When and how was error discovered? In IV room preparing IV's. Where did the error occur? Hospital pharmacy.